Manufacturer narrative:
B3: date of explant used as event date, as 45 day follow up appointment event date is not known.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx closure device and delivery system (wds) was implanted after two partial recaptures were performed to minimize the shoulder as the approach angle to the laa was suboptimal. Release criteria was met and there was no leak noted around the closure device on transesophageal echocardiogram (tee) imaging. The patient was discharged. At the 45 day routine follow up, computed tomography (CT) imaging revealed the closure device had embolized into the aortic arch. The physicians performed a percutaneous removal of the closure device, and no patient complications occurred. The patient is expected to fully recover.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A 27mm watchman flx closure device and delivery system (wds) was implanted after two partial recaptures were performed to minimize the shoulder as the approach angle to the laa was suboptimal. Release criteria was met and there was no leak noted around the closure device on transesophageal echocardiogram (tee) imaging. The patient was discharged. At the 45-day routine follow up, computed tomography (CT) imaging revealed the closure device had embolized into the aortic arch. The physicians performed a percutaneous removal of the closure device, and no patient complications occurred. The patient is expected to fully recover. It was further reported that that patient has since been discharged and there are no plans for a future laa closure implant, surgical ligation or medication change.

Manufacturer narrative:
B5: information added. B6: updated.